Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. Customer reported that low alert set at 75 mg/dl and pump suspended at around 65 mg/dl. Blood glucose value from reported event: 135 mg/dl. Sensor glucose value from reported event: 65 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.